Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in common device name and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported material separation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 06/2024.

Event description:
It was reported that during a recanalization procedure of a highly calcified target lesion, the tip of the catheter allegedly separated. There was no reported patient injury.